Manufacturer narrative:
The device was requested for evaluation; however it was not returned. A review of manufacturing records is in progress.

Event description:
A consumer reported that after using the solution for one or two days they developed red eyes and sensitivity to light, and itching. While experiencing these symptoms, the consumer was unable to wear contact lenses and experienced poor visual acuity. The consumer visited an eye clinic and was diagnosed with iritis. They were prescribed sanbetason ophthalmic solution, mydrin-p ophthalmic solution, and flumetholon ophthalmic suspension. The symptoms did improve after treatment, however, after using the product again, the same symptoms reappeared. Again, after some additional time, the consumer tried the product once more and washed the lens with tap water before wearing. On the third use, there was no redness.

Manufacturer narrative:
A review of the lot batch record and testing of retain samples concluded that the product was formulated and manufactured according to local and global specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.